Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the bolus wizard only delivered half of what it should have and that the blood glucose had been running high all day. The blood glucose at the time of the event was 300 mg/dl and rose to 497 mg/dl by the time of the call. The parent reported that the drive support cap appeared normal and recessed. One large air bubble about three quarters of an inch long was found in the tubing and the customer was advised to run a prime until the air bubble was no longer visible. The customer was advised to store the insulin at room temperature to avoid air bubbles. No leaks were found. The insulin was clear and not expired. The cannula appeared to be normal. The customer declined to perform the high pressure test and agreed to call back if the issue persists to perform the test.